Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing and luer lock. The customer's blood glucose level was 240 mg/dl and it was address with a bolus. It was noted that the customer primed the air out.